Event description:
It was reported that the after implant of right ventricular (rv) lead into new device the superior vena cava (svc) gives a reading of none. The lead is still in use and follow up revealed no new information as the patient has not yet returned for post operative visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.